Manufacturer narrative:
Device remains implanted.

Event description:
An ovation ix abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. Approximately 1.5 hours post-op, the post-operative CT showed evidence of compression of the iliac limb stent graft at the junction of the aortic body and iliac limb, with thrombosis of the iliac limb. A re-intervention was performed to place balloon expandable stents successfully restoring bloodflow. Following the re-intervention, the patient experienced paraplegia. As of the date of this report, there have been no additional patient sequelae reported and the patient will continue to be monitored.